Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: only the burr catheter portion of the rotalink plus was returned for analysis with blood through out the entire catheter sheath. The sheath was torn approximately 24cm from the strain relief. It was noted on visual inspection that the handshake connection was under the catheter body. An attempt was made to retrieve the handshake connection from under the catheter body. It was not possible to retrieve the handshake connection from under the catheter body. When the catheter body was removed from the catheter it was noted that the handshake connection was jammed within the sheath. The sheath was cut open to retrieve the handshake connection. The handshake connection was bent. The catheter was connected to a test advancer unit and the handshake connection and the interlock were placed over the catheter handshake connection. No issues were noted with the handshake connector of the catheter device. The distal coil approximately 3cm from the burr was severely was kinked. The burr annulus was misshapen. The torn sheath is consistent with over tightening of the hemostasis valve. Over tightening of the hemostasis valve can result in the catheter sheath becoming crushed. Blue threads or fibers were noted on the coil approximately 24cm from the strain relief (where the sheath was torn). It is probable that rotating burr came in contact with the physician¿s gown during the removal of the device resulting in blue fibers attached to the distal coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states, 'over tightening of the hemostasis valve can result in the catheter sheath becoming crushed.' And 'the burr at the distal tip of the rotalink catheter is capable of rotating at very high speed. Do not allow parts of the body or clothing to come in contact with the burr. Contact may result in physical injury or entanglement'. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, a shaft separation occurred. The lesions were located in the moderately tortuous and severely calcified right coronary artery and the left anterior descending artery. When nearing completion of the ablation with the 1.5mm rotalink plus, the shaft separated. The procedure was completed with stenting of several unspecified stents. No patient complications were reported and the patient's status is okay.